Manufacturer narrative:
This incident is being recorded under (B)(4). Once investigation is complete a supplement/final report will be submitted.

Event description:
It was reported that during surgery the device produced an uneven graft, cut into fat layers, and was jumping/bouncing during grafting process. Due diligence is in process to date no information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11. The reported event could be confirmed. Review of the most recent repair record identified the following related repair: the rpms were noisy, control bar loose and not in the correct position, reciprocating arm damaged, poppet spring damaged, adjustment cams not flush, ball plunger not in correct position, and dowel pins not flush and the control bar was adjusted and worn components replaced and resolved the reported issue. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available. Diligence is complete.